Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the high voltage cable connectors. The system operates as intended.

Event description:
The customer reported the system exhibited overvoltage faults. This error will result in an uncommanded system shutdown. There is no report of pt injury or death.